Event description:
The customer reported the system locked up and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.